Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 32 mg/dl and the cause was not known. Juice was consumed to address the bg level. The customer declined to upload the pump data for review. As the low bg was not occurring at the time of the report, tandem technical support advised the customer to discuss the low bg with a healthcare provider.